Manufacturer narrative:
In this case, the reported difficult to insert-anatomy could not be replicated in a testing environment due to it being related to patient or procedural /operational circumstances. Additionally, the returned device analysis was unable to confirm the reported broken shaft. The distal shaft however, was noted to be deformed (kinked). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to insert resulting in deformed distal end of the sgc cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the operation, when the steerable guide catheter (sgc) entered the femoral vein, it was found that the sgc was broken. It was noted that resistance had been felt during advancement, so the sgc was advanced with force. The sgc was used to complete the procedure, reducing mr to grade 1+.